Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 3.9, lab: 3.2, mean: 3.55, confidence limits: 2.2-5.3. The mean of the inratio meter and comparative system inr was calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. No strip information was provided. Further investigation could not be performed. Device is not expected to be returned for evaluation. No corrective action is required as no product deficiency was established.